Event description:
It was reported that during the use of the product, the pilot balloon was found torn off. No patient injury. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
One product was returned; however because it was used on a patient with infectious diseases the investigation of this complaint was done based on five photos. The photos showed one product with a detached pilot balloon confirming the customer complaint. A root cause could not be identified. A device history record (DHR) review was not performed as the lot number is unknown. This issue will continue to be monitored and further actions taken accordingly.